Event description:
It was reported that the insulin pump alarmed button error, followed by a check blood glucose alarm, which could not be cleared. The blood glucose reading was 8.3 mmol/l. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm or frozen screen noted. The time clock advanced properly during testing. The insulin pump had no button response due to corroded keypad traces. The device had minor scratched display window, cracked belt clip slot, cracked reservoir tube lip, and a stained end cap sticker.